Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a disposable big cut reamer was opened and found a hair inside the disposable shaft. Rep stated: product was a bixcut flexible reamer shaft was not open it, so it's still enclosed in the sterile packaging. The procedure was completed successfully with a different reamer shaft for the case.

Manufacturer narrative:
Evaluation revealed the reamer shaft, mod. Trinkle bixcut ø8.0x448 mm to be the subject product. No further associated products were reported. A review of the device history records revealed no discrepancies. According to information received a hair had been found inside the sterile blister. A physical examination of the item was not possible as it was lost in transit, but the event had been confirmed by the sales rep, who had detected the hair. As the item was still enclosed in its sterile packaging, the pollution must have occurred during the packaging process at stryker (B)(4), which was not detected during inspection. Based on the above facts the root cause of the reported event was related to an inadequate packaging process. The found hair has to be classified as a non-conformance; previous actions are in place. The reported issue is therefore already addressed with the existing (B)(4), which initiated the project of a ¿clean room¿ (project number # (B)(4)) device not returned.

Event description:
It was reported that a disposable big cut reamer was opened and found a hair inside the disposable shaft. Rep stated: product was a bixcut flexible reamer shaft was not open it, so it's still enclosed in the sterile packaging. The procedure was completed successfully with a different reamer shaft for the case.

Manufacturer narrative:
Evaluation revealed the reamer shaft, mod. Trinkle bixcut ø8.0x448 mm to be the subject product. No further associated products were reported. A review of the device history records revealed no discrepancies. Visual inspection of the device confirmed a hair to be inside the sterile blister. As the item was still enclosed in its sterile packaging, the pollution must have occurred during the packaging process at stryker (B)(4), which was not detected during inspection. Based on the above facts the root cause of the reported event was related to an inadequate packaging process. The found hair has to be classified as a non-conformance; previous actions are in place. The reported issue is therefore already addressed with the existing ncr and CAPA.

Event description:
It was reported that a disposable big cut reamer was opened and found a hair inside the disposable shaft. Rep stated: product was a bixcut flexible reamer shaft was not open it, so it's still enclosed in the sterile packaging. The procedure was completed successfully with a different reamer shaft for the case.